Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a crack on it. Customer stated that they had been having high blood glucose since connecting to the insulin pump. Customer stated that the wrong date and time was set on the insulin pump. They called their nurse and the settings was corrected. The customer had a high blood glucose up to 478mg/dl. They treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies (B)(4).